Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. This reported problem was not confirmed. The defect reported by the customer was not verified and a different defect was identified and repaired. The measures used for repairing the defects are listed as follows, the motor cable was replaced. "Micro": preventive replacement of o-rings performed according to the service manual unit cleaned. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test according to test procedure completed. Safety test checklist enclosed. Unit modified according to guideline of the manufacturer. Unit safety test performed according to the manufacturer's final test procedure with reference. Further information regarding the cause of the defect has been provided in the input check report to help determine a root cause for this failure. The root cause for this failure is determined to be, a short circuit in the motor cable. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that post-surgery to an unspecified surgical procedure, it was observed that the was observed that the micro tornado hp w handcontrol device had a jammed motor; and that it would not turn. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.